Manufacturer narrative:
Device evaluation: the device related to the reported events of rupture was received on july 15, 2025, with lot number 3288160. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed a broken assessed as surgical damage. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported rupture for left side confirmed via MRI. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture for left side confirmed via MRI. Device was explanted and replaced.